Manufacturer narrative:
Findings: unit failed to download to care link due to multiple displayable history alarms in history screen. A alarms are due to corrupted history file. Unit received with minor scratches on lcd window. Unit received with broken battery tube threads. Unit received with cracked reservoir tube. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they unable to download to care link. Customer's blood glucose at time of incident was unknown mg/dl. The customer was asked to close all browsers and restart the computer. The customer stated that once the pump got to 100 percent, he received the same error message. The customer was advised that we need to replace the insulin pump at this time.